Manufacturer narrative:
Exact date unknown, event occurred (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was feeling stimulation in a non-target area despite reprogramming. It was noted that the patients leads had migrated. The patient underwent a revision procedure wherein two leads were added. The patient was doing well post-operatively. Nothing was explanted.